Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 24-jan-2023 to ensure and to ensure the customer¿s initial concern was resolved- customer states he is comfortable with the glucose readings from the replacement products

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 297, 293, 308, 304 and 187 mg/dl. The customer¿s expected non-fasting blood glucose test result range is 80-142 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/22/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 297 mg/dl; date: (B)(6) 2024; time: 4:00am; non-fasting pm. Result 2: 293 mg/dl; date: (B)(6) 2024 ; time: 3:58am ; non-fasting pm. Result 3: 308 mg/dl; date: (B)(6) 2024 ; time: 3:56am; non-fasting pm. Result 4: 304 mg/dl ; date: (B)(6) 2024 ; time: 3:53am ; non-fasting pm. Result 5: 187 mg/dl; date: (B)(6) 2024 ; time: 1:44am; non-fasting pm.